Manufacturer narrative:
Concomitant devices used: unknown connecting cable, unknown detachment control box. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 2 mm x 3 cm deltaplush platinum microcoil (dpl10020320/(B)(4)) did not detach. The enpower dcb and cable were changed, but the coil still could not be detached. The entire coil was safely withdrawn from the patient with stretching or unintended detachment. There was no patient injury and the procedure was successfully completed using another brand of coils. The procedure was treatment of a 3mm anterior communicating artery aneurysm. An echelon 14 microcatheter was used for coil delivery with maintenance of a continuous flush. A 3x5.4 micrusphere coil was placed first and detached properly. The 2x3 deltaplush was then used. The pre-deployment test was performed. The detachment button was pressed 3 or 4 times. After the enpower dcb and cable were replaced several attempts to detach the coil were unsuccessful. The devices have not been returned for analysis. Without the return of the devices for analysis no conclusion can be made regarding the reported failure of the coil to detach. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. The lot number of the enpower dcb and unknown connecting cable are not known; therefore, a device history record review cannot be completed. The devices are not available for analysis; therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 3mm aneurysm was being treated. A micrusphere 3x5.4 was used, which detached properly. Then, a deltaplush was used which did not detach. They changed the enpower, then the cable, but it did not solve the issue.